Event description:
The complainant is the parent of an insulin dependent diabetic. Parent states that pt has been a diabetic for a year. During a recent comparison of blood glucose readings between 2 glucometer elite systems parent's stated observing a difference in readings. For example the complaint meter read 419 mg/dl while another meter read 157mg/dl. While on the phone, both systems were evaluated and found to be performing within expected limits. The customer then stated that the pt was taken to an emergency room because pt was lethargic. At the emergency room, a blood sugar of 61mg/dl. Was obtained. Twenty minutes later a blood sugar of 106mg/dl was observed. No other medication or food was given between readings. A request was made to return the systems for eval.